Event description:
It was reported that prior to starting a da vinci s surgical procedure the distal end on one of the lenses of the endoscope was not the same height. The lens had fallen in the scope. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The OEM (original equipment manufacturer) received the endoscope with mechanical damage to the proximal end which resulted in broken optical components and 3d optical misalignment. The broken lens was a complete loose left optical assembly caused by a proximal shock. It was an internal damage, and the hermetic seals were not broken on this endoscope. The instructions for use states: improper handling - endoscopes are not adequately secured in the tray or container causing them to move sideways or slide vertically during transportation. Endoscopes should be fully secured in all directions in the tray/container. Improper handling - endoscope tip or backend gets bumped or hit either in the sink or on the table during cleaning and handling. Endoscopes should be handled with care during the cleaning process paying special attention to inadvertent bumps and hits. Endoscopes can also be washed and rinsed in a separate shallow plastic bucket instead of a deep metal sink. Improper handling - endoscope tip gets banged to the bottom of the scope warmer thermos during warming of the scope. Endoscopes should be inserted with care in the scope warmer thermos paying special attention not to let the tip touch the bottom. Some hospitals also put some gauze pads at the bottom of the thermos to create a soft cushion to minimize any accidental damage to the scope. Improper handling - endoscopes are placed inside the tray/container with the tip inside the alignment target causing them to rattle during the transportation and sterilization. Endoscopes should be secured individually into the tray/container and should not be stored inside the alignment target. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.